Event description:
This pt presented to this facility with complaints of bilateral leg pain. She denied any sort of trauma. X-rays revealed a right supracondylar periprosthetic femur fracture. She was taken to surgery for an open reduction internal fixation of this fracture using an intermeduallary nail and screw fixation. Bone cement was used to help stabilize the fixation. After the cement was applied the pt's blood pressure and pulse dropped. Chest compressions were initiated as well as assisted ventilation. Resuscitation was unsuccessful.